Event description:
After plugging the hand control into the t-cable, the head section of the bed went up on it's own. The incorrect control box was installed on the bed. Gave (B)(6) the number of the correct control box and he will replace.